Event description:
It has been reported to philips that the device did not start. This issue occurred when the device was outside of clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start. During troubleshooting, fse found that system displays but no signal. Fse check the power supplies and reset the fuses. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.